Event description:
It was reported that pump screen was dark and would not turn on, with red light blinking around button and pump vibrating regularly. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support guidance to try multiple button presses and charging attempts without success, then agreed to use multiple daily injections as backup, place pump into storage mode, return pump using provided label, and set up and connect replacement pump with their therapy settings and continuous glucose monitor as instructed.